Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter ruptured at 6atm-8atm during the first inflation. The procedure was being performed to treat an in-stent restenosis (75% stenosed) and the lesion was mildly calcified. The procedure was completed with another company's balloon catheter. Reportedly, there was no pt effect. No add'l event or pt info is available.

Manufacturer narrative:
Product performance engineering concluded that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. According to the incident, the lesion was mildly calcified and 75% stenosed, which could have contributed to mechanically damaging the surface of the balloon such that it ruptured upon inflation. Furthermore, the lesion being treated was a restenosis, and thus the stent struts could have damaged the balloon. However, without the device to examine, a definite root cause for the balloon rupture cannot be determined.